Event description:
It was reported an angio-seal device was deployed in february 2003 in a hospital. The pt was diagnosed with a pseudoanuerysm and infection of the right groin site in 2003. Keflex was prescribed and the pt was discharged. In 2003, the pt presented to the second hospital with drainage from the site and underwent surgery to debride the site and repair the artery by placing a graft. Cultures revealed methicillin resistant staph aureus (m.r.s.a.) And the pt became septic. Following in-pt hospital treatment, the pt was discharged on intravenous antibiotic therapy (vancomycin/rifampin) for 10 days. In march 2003 the pt returned to previous hospital for ongoing treatment of the infection, an abscess, and pain. The pt was transferred to the second hospital (where the surgeon practiced) and then returned to previous hospital in june 2003 for ongoing treatment of the abscess, pain and a 10 cm x 6 cm mass in the right groin. The pt was again transferred back to the second hospital, where pt expired.